Event description:
It was reported that following a motor vehicle accident, the patient developed a hematoma which soon became red and required drainage. The patient received antibiotics. At a routine follow up for wound checks, the patient was found to have an open area on the medial aspect of the implant incision with a yellow discharge. The patient was admitted for intravenous antibiotics and the system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.